Event description:
An oscar multifunctional catheter was selected for treatment of a severely calcified lesion (99 percent stenosis degree ) in the mildly tortuous posterior tibial artery. The oscar balloon was prepared as per IFU and inserted into the oscar support catheter. The balloon was advanced to lesion and inflated to rbp two times. It was attempted to advance the balloon further distally, but the stenosis was very tight. The constant forward pressure on the balloon caused the hub of the support catheter to fracture from the hub of the oscar device. The oscar was removed and subsequently the support catheter and balloon separately.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two images and one video were provided. The oscar support catheter, the oscar pta balloon and the oscar dilator were returned inside the sterile pouch. In the as-returned state, the metal tube of the oscar pta balloon was located in the lock grip of the oscar support catheter. The oscar pta balloon has been inflated and was returned fully deflated. The oscar pta balloon shaft is strongly kinked and torn at the distal end of metal shaft. The metal shaft itself is kinked at the distal end of the device hub and about 130 mm distal to the device hub. The investigation of the oscar support catheter revealed that the braided shaft is severely deformed (i.e. Compressed) over a length of about 24 mm, starting about 410 mm distal to its proximal end. The braided shaft shas also detached from the lock grip. The bond between the two components has failed, and it appears that forces were applied which eventually led to the detachment. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The tensile strength of the bond between braided shaft and lock grip is tested by means of manufacturing process output monitoring. Manufacturing process output monitoring did not reveal any violation of specifications or deviations from validated process parameters or process control cards that could be associated with the reported complaint/malfunction. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The compression of the braided shaft distal portion could not be reconstructed. The root cause for the reported event (i.e. Support catheter fracture) is most likely related to the handling during the procedure, i.e. Forceful pushing despite meeting resistance which is warned against in the IFU.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two images and one video were provided. The oscar support catheter, the oscar pta balloon and the oscar dilator were returned inside the sterile pouch. In the as-returned state, the metal tube of the oscar pta balloon was located in the lock grip of the oscar support catheter. The oscar pta balloon has been inflated and was returned fully deflated. The oscar pta balloon shaft is strongly kinked and torn at the distal end of metal shaft. The metal shaft itself is kinked at the distal end of the device hub and about 130 mm distal to the device hub. The investigation of the oscar support catheter revealed that the braided shaft is severely deformed (i.e. Compressed) over a length of about 24 mm, starting about 410 mm distal to its proximal end. The braided shaft shas also detached from the lock grip. The bond between the two components has failed, and it appears that forces were applied which eventually led to the detachment. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The tensile strength of the bond between braided shaft and lock grip is tested by means of manufacturing process output monitoring. Manufacturing process output monitoring did not reveal any violation of specifications or deviations from validated process parameters or process control cards that could be associated with the reported complaint/malfunction. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The compression of the braided shaft distal portion could not be reconstructed. The root cause for the reported event (i.e. Support catheter fracture) is most likely related to the handling during the procedure, i.e. Forceful pushing despite meeting resistance which is warned against in the IFU.